Event description:
It was reported that approximately two weeks post implant, the patient experienced a pericardial effusion. It was further noted that even with an echocardiogram, the physician was unable to determine which pacing lead resulted in the pericardial effusion. Pericardiocentesis was performed and both the right ventricular (rv) and right atrial (ra) leads were revised  and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.